Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse), philips field service engineer (fse) and with an investigation documented by philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the device sparked with evident burns on the plates during functional testing. The device was evaluated at the customer site by a philips fse. Based on the results of the analysis, it was determined that the product has malfunctioned and cause of the reported problem was a defective external plate, plate housing, internal resistance, condenser & plate housing connection cable. The issue was resolved by the replacement of the defective parts and the device was returned to service. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on the heartstart mrx defibrillator indicating that the device sparked with evident burns on the plates during functional testing. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse), philips field service engineer (fse) and with an investigation documented by philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the device sparked with evident burns on the plates during functional testing. The device was evaluated at the customer site by a philips fse. Based on the results of the analysis, it was determined that the product has malfunctioned and cause of the reported problem was a defective external plate, plate housing, internal resistance, condenser & plate housing connection cable. The issue was resolved by the replacement of the defective parts and the device was returned to service. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
It was reported to philips that the heartstart mrx exhibited sparks with evident burns on the plates. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.